Event description:
Customer reportedly received results of 476 mg/dl and 142 mg/dl within 10 minutes on the advantage system using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 3. The technical service representative (tsr) instructed the home patient (hp) to close the transfer set and explained that se 2240 indicates a large amount of air has entered the cassette. The hp stated she would start over with new supplies. The tsr advised the hp to contact the peritoneal dialysis nurse to inform of the se 2240. On (B)(6) 2010 product surveillance spoke with the hp who stated there have been no other issues with therapy or supplies. The hp reported no adverse events. No further information is available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample was discarded. Should additional information become available, a follow up MDR will be sent.